Event description:
It was reported that the patient's right atrial lead dislodged on (B)(6) 2018 following implant. The lead was successfully repositioned on (B)(6) 2018. On (B)(6) 2018, the lead dislodged for a second time. The lead was replaced later that day without any consequences. The patient was stable throughout and experienced no symptoms as a result of the dislodgement.

Manufacturer narrative:
Analysis was normal. No anomalies were found.